Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level were 575 mg/dl and 700 mg/dl. The customer blood glucose was over 400 mg/dl. The customer was treated with bolus via pump. The customer was advised to disconnect at quick set. The insulin pump will not be returned for analysis.